Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or inspection of retained samples. Retained samples meet the product description, and the product is in date. After a review of the thermal data, the batch in question does not appear to have any out of the normal thermal results.

Event description:
Third degree burn, blistered, red/very red [erythema], discharge [wound drainage], pain, no barrier between her skin [device misuse]. Case description: info was received from a healthcare professional/consumer regarding a female that used a thermacare lower back and hip (lot number 8354u018b, expiration date feb 2011) transdermally for osteoarthritis with degenerative disc disease in 2009. The pt, a registered nurse and a first-time user, reported that she experienced a third degree burns after using the product for six hours. She reported that the area was an inch and a half in diameter, red (erythema/skin red), blistered and located on the right upper portion of her buttocks. There was discharge (wound drainage) coming from the burst blisters, it was very red in appearance and she experienced pain. The pt denies any skin problems or using creams or rubs with the wrap. Also, she did not make any changes to the wrap or use it while sleeping. The wrap was in good condition, and she did not feel the wrap getting too hot or she would have removed it. She used underwear over the wrap and did not place a barrier between the wrap and her skin (device misuse). The pt did not visit a physician and stated "I am a nurse and can identify a third degree burn". She was going to wait for it to heal on its own. Treatment included an unspecified burn ointment. The events were not resolved. No other info provided.